Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported that had presented for reprogramming and that she was advised by the manufacturer representative to return home, charge the device, and reschedule the appointment for reprogramming as the battery was too depleted to reprogram. The patient reported that she was unable to charge the device and received a communication error. An "attempt to charge the device, terminal stall" occurred on (B)(6) 2017. The device diagnosis was ins unable to recharge. The ins was explanted on (B)(6) 2017. The event resolved without sequelae. The event was related to the device or therapy and was not related to the implant procedure.